Manufacturer narrative:
The main component of the system. Other relevant device(s) are: yrirx1685, m03c554150; yrirx16115, m03b553117.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The ipsilateral limb of the bifurcate was implanted on the right side of the patient. It was reported that, approximately thirteen years and three months post index procedure, a CT revealed that there was a type iii separation endoleak between the aneurx bifurcate stent graft and both of the aneurx stent graft limbs. The physician elected to implant two endurant stent grafts on the right side then implanted a third endurant stent graft to extend coverage into the patient's right external iliac artery. Additionally, the physician elected to implant a fourth endurant stent graft on the left side of the patient. Both of the reported type iii separation endoleaks were resolved and the procedure was completed. Per the physician, the cause of the type iii separation endoleaks was due to aortic remodeling over time. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.